Event description:
It was reported that the 9800 system image went blank during a case. Also, there were filament regulator and high ma error messages. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The snubber board was reseated and the filament calibrated during the service call. The system was tested and found to be working as intended and put back into service.